Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be damaged. Upon testing the fluid path, the cannula was measured to be out of specifications. Despite the cannula being damaged, fluid was able to exit the entire fluid path as intended. The timing and cause of this damage could not be determined. The download data showed no timeouts, drive stalls or alarms that would indicate a failure to deliver insulin. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found kinked/bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.